Manufacturer narrative:
Date of birth: exact date of birth is unknown, as patient was born in (B)(6) will be used as date of birth. The gore® cardioform asd occluder instructions for use states: potential clinical and device adverse events associated with the use of the occluder may include, but are not limited to: device embolization.

Event description:
It was reported to gore a 48mm gore® cardioform asd occluder was selected to treat an atrial septal defect. The device was deployed and locked, however, when the delivery system was being pulled out, the lock loop was stuck in the slot of the catheter and the device embolized to the inferior vena cava then broke free and embolized to the pulmonary artery. A 16fr sheath was placed and the device was snared, but as it was being brought down into the sheath it broke free and embolized again to the pulmonary artery. A 24fr sheath was placed and the device was successfully snared and removed. The patient was reported to be doing well and was to be discharged the same day. The patient will be brought back at a future date for closure of the defect.

Manufacturer narrative:
H6: updated investigation finding and conclusion codes.